Event description:
Revision surgery: the pt had surgery on (B)(6) 2012, to remove another company's product due to infection. At that time a size 6 stem and 38 head were implanted and coated with antibiotic cement as a spacer.

Manufacturer narrative:
The reason for the revision surgery was to remedy an infection and remove a competitor's product. After removal of the original implants, the patient was fitted with djo surgical components that were coated with antibiotics and used as an antibiotic spacer. On (B)(6) 2012 the antibiotic spacers were removed and a new djo surgical prosthesis was implanted in the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The root cause for this investigation is the development of a patient infection and the surgeon's process to address and alleviate the infection. This event is not the related to djo surgical's product.